Manufacturer narrative:
The device involved in this event was returned to cook for evaluation. Upon evaluation of the returned device it was found to be within specification. The returned device appeared to function as intended. There were no problems noted with respect to drainage. A definitive cause for the reported observation was unable to be determined, as the actual use conditions could not be replicated in the laboratory setting. However, we can provide the following comments: the information provided indicated that the patient involved in the procedure had a malignant tumour and rectum cancer. The instructions for use indicate that the patient should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Patients using calcium supplements must be more closely monitored for possible stent encrustation. In this instance it was noted that the stent was not draining properly 3 weeks after implantation, but the stent was not removed from the patient until 2 months after implantation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A 2 year complaint history has been reviewed for this product family. There have been no other reports of this nature. This event represents an isolated occurrence. The likelihood of this type of occurrence is rare. However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
A metal stent was implanted, and it was noticed that the stent was not draining properly three weeks after implantation. The patient had a pyonephrosis when the stent was implanted, and experienced fever 3 weeks after the stent was implanted. Two months after implantation it was noticed that the stent was not draining at all. The stent was removed at this stage, and the patient got hydronephrosis. It was noticed when explanting the stent, that one kidney no longer functioned, and the kidney was therefore removed. The patient required hospitalization for 7 days.